Event description:
It was reported that during device preparation the flush port of a steerable guide catheter (sgc) was cracked. All steps were performed per IFU. The dilator was prepped, flushed, and inserted into the sgc per instructions for use (IFU). The stopcock with the syringe was connected to flush port, and the crack was identified while filling the hemostasis valve chamber and a leak was observed. The sgc was replaced and the procedure was completed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer and leak were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the scanning electron microscopy (sem) results and the returned device analysis, the reported cracked flush port luer resulting in a leak was due to environmental stress cracking. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during device preparation the flush port of a steerable guide catheter (sgc) was cracked. All steps were performed per IFU. The dilator was prepped, flushed, and inserted into the sgc per instructions for use (IFU). The stopcock with the syringe was connected to flush port, and the crack was identified while filling the hemostasis valve chamber and a leak was observed. The sgc was rnaeplaced and the procedure was completed.